Manufacturer narrative:
This ipg serial number was included in a field advisory. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg for two weeks or more. The ipg became inoperable and lost communication with external devices, as confirmed by the clinical specialist. As a result, the patient underwent an scs ipg replacement on (B)(6) 2017.

Event description:
Follow up information identified effective therapy was restored post-op.